Manufacturer narrative:
Date sent to the FDA: 3/28/2021. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018 and mesh was implanted during which the surgeon noted he freed the adhesions he found. It was reported that the patient underwent additional surgery on (B)(6) 2018 during which the surgeon noted a wound site infection, which he irrigated, debrided excised and evacuated. He placed a wound vac. It was reported that the patient experienced severe pain, discomfort, nausea, vomiting and diarrhea. The patient had a previous mesh implanted on (B)(6) 2010 and underwent removal surgery and bowel resection on (B)(6) 2014 during which the surgeon noted dense small adhesions to the mesh. He resected the entire portion of small bowel that contained the abdominal adhesions to mesh as well as the strictured area which are all captured in a separate file. No additional information is provided.